Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a connection failure observed between the icon programmer and the implantable neurostimulator (ins) following the unrelated patient's recent surgery near the implant site. No successful connection has been made since the unrelated procedure. The connection issue is likely due to postoperative swelling at the surgical site. It is recommended to attempt reconnection after a few days, once swelling has subsided. If the connection problem persists, please contact medtronic for further assistance. Patient has been notified that they should call back if their issue is not resolved permanently